Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/(B)(6). The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: atrioventricular node ablation and his bundle pacing. Europace (2017) 19, iv10¿iv16. Doi:10.1093/europace/eux263. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding ablation and his bundle pacing. The article reports his bundle leads which exhibited an increase in thresholds. The status/disposition of the leads appears to be still in use. No patient complications have been reported as a result of this event. Further follow up did not yield any additional information.